Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's mother reported that the patient had previously been seizure free for 2 years with vns, but since (B)(6) the patient has been having issues with seizures. The patient's mother reported that the patient could no longer feel their magnet swipes and that swiping the magnet no longer seemed to prevent/abort seizures. The mother suspects that the patient's generator was failing, internal data review showed that the generator is functioning as expected. No other relevant information has been received to date.

Event description:
The provider stated that the increase in seizures was due to patient's growing accustomed to the current therapy and the patient's stimulation needs to be increased. The increase in seizures below pre-vns baseline levels. No other relevant information has been received to date.